Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the balance middle weight (bmw) guide wire separated in the patient anatomy. The bmw was removed without incident. Approximately 80 cm into the bmw wire, there was "a step up" measuring approximately 1 to 2 cm long. Another bmw was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effect. There was no additional information provided.